Event description:
It was reported that 9 bd discardit¿ syringes had illegible labelling. The following information was provided by the initial reporter: "identification label of 9 boxes are illegible."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: there are no samples and three photographs from the customer along with the reported complaint of missing label/damage. The investigating team has used the retention samples of material number 302438 and lot number 1345895/1356077/2038568 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for missing label/damage and no missing label/damage was found in the retention samples. Since the complaint has come from the b2b customer, the respective dc has been contacted for the investigation. The dc has investigated this complaint and has opened a CAPA related to this issue. The CAPA is currently under investigation. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 9 bd discardit¿ syringes had illegible labelling. The following information was provided by the initial reporter: "identification label of 9 boxes are illegible."

Manufacturer narrative:
H.6. Investigation summary: although we could not do a physical examination of the actual device, three photographs were received to aid the investigation. The investigation team has used the retention samples for investigating the reported defect. The investigation and simulation were carried out on ten (10) retention samples where the investigating team has visually tested the samples for missing label/damage and no reported defect was found in the retention samples. The investigation team has evaluated this issue through a device history review. This includes a thorough evaluation of the manufacturing line by the process engineering team, at each relevant step of the manufacturing process. The device history review revealed that there was no quality notification found on this batch number from its production date to its dispatched date. A review of the complaint history records for this lot number found this is the first report of this type of incident. Based on these findings, we were unable to identify a manufacturing-related root cause of this incident. While investigating the pictures provided for investigation, we could not observe the reported defects in the pictures i.e. Illegible labels or damaged boxes. The reason for physical quantity not matching with label quantity is because the order quantity it not as per case quantity so remaining quantity has been removed to match invoiced quantity. We have instructed our dc to ensure take care of this in future. We have also instructed our sales associate to place orders in case quantity to ensure there is not loose billing to avoid quantity mismatch. This will also address the issue of missing label since loose quantities are dispatched in loose shippers which does not have labels. Investigation can further be done if we are provided with pictures of damaged boxes and illegible labels. Bd remains committed to tracking and trending all product incident reports. H3 other text : see h10.